Manufacturer narrative:
One unknown zimmer implant was returned for investigation. Visual evaluation of the as returned product identified that the device had a minor fracture on the collar. Additionally, there was bone residue around the external threads due to usage. Functional testing to recreate the reported event was not performed due to the nature of the device and event. The reported event could not be recreated. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR and complaint history review could not be performed since the lot/item number was unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. The complaint is related to the functional performance of the device. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Potential causes/mechanisms of failure as per rmf rm-002w3 rev 10, hazardous situations and harms as documented in the complaint are referenced in the risk assessment summary. However, based on the investigation and risk review, the most likely cause determined from the investigation is improper techniques used during placement or use of implant outside of intended use. No further investigation or immediate escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. Fax number unknown / not provided. PMA/510(k) number not available. Device manufacture date not available.

Event description:
It was reported that the implant had fractured and had loosened due to the fracturing. Patient will not return for additional appointments.